Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 185 mg/dl. The customer also reported being splashed with water before the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. The buttons were unresponsive due to corroded keypad traces. The displacement test wasn't performed due to the keypad anomaly. No moisture damage was noted on the electronic or motor assemblies. The device had cracked battery tube threads, cracked reservoir tub lip, minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube, and stained end cap sticker.